Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p92-20 / 30 has a similar product distributed in the us, list number 7p92-21 / 31.

Event description:
The customer observed falsely elevated alinity I total psa results for one patient who was diagnosed with prostate cancer. It is unknown what other diagnostic procedures were performed before the prostate resection. The following information was provided: early in 2021 total psa result = 7.96 ng/ml and the patient underwent prostate resection. (B)(6) 2021 and (B)(6) 2021 total psa result after surgery = 0.22 ng/ml. 08nov2021 patient underwent another surgery due to total psa result = 0.26 ng/ml. The physician is using psa guidelines of total psa > 0.20 ng/ml is considered recurrence. 09mar2022 total psa result = 0.15 ng/ml. 02may2022 total psa result = 0.20 ng/ml.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total psa, list number 07p92-20, abbott ireland, sligo, ireland to alinity I total psa, list number 07p92-30, abbott ireland, sligo, ireland. MDR number 3008344661-2022-00067-00 has been submitted and all further information will be documented under that MDR number.